Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5056675) on 26-oct-2015. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect this spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') and gastric infection ('stomach bugs') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), gastric infection (seriousness criterion hospitalization), menstruation irregular ("my periods have been completely out of whack"), amenorrhoea ("did not have a period at all for over 9 months after having the device implanted"), menorrhagia ("too many periods, were times where she bled for 2 more weeks"), fatigue ("fatigue"), pain ("body aches") and weight gain poor ("unable to gain weight") and was found to have hormone level abnormal ("hormone imbalance"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, gastric infection, amenorrhoea, menorrhagia, pain, hormone level abnormal and weight gain poor outcome was unknown, the menstruation irregular had resolved and the fatigue had not resolved. The reporter considered abdominal pain, amenorrhoea, fatigue, gastric infection, hormone level abnormal, menorrhagia, menstruation irregular, pain and weight gain poor to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: case upgraded to serious incident. . New reporters were captured. Device information was updated. On 23-mar-2020: new reporter was added. New event was added (unable to gain weight). Narrative was amended. This non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusions insert) inserted on (B)(6) 2010 and she has been hospitalized a few times for stomach bugs amongst other non-serious events. This event is considered serious due to hospitalization and unlisted according to reference safety information. Given event nature and local action of essure in the fallopian tubes, causality is very unlikely. Since hospitalization occurred due to an unrelated event to essure, this case is regarded as non-incident. The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.